Event description:
Reporter indicated a vns therapy programming system displayed "data transmission error between device and handheld". Troubleshooting did not resolve the issue. The physician does not suspect an issue with the patient's vns as physician does not suspect an issue with the patient's vns as he "could still hear her voice change with each magnet swipe." Good faith attempts to obtain device have been unsuccessful to date.